Event description:
It was reported that the 12-lead ECG showed "double spikes" which were confirmed to be atrial paces followed by ventricular safety paces. Follow-up clarified the right atrial lead was checked by the physician and it was noted to be dislodged. A lead revision was attempted, but access was occluded. Laser extraction with re-implant will be scheduled. No further patient complications have been reported as a result of this event.